Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was impossible to connect the extension in the ins during initial implant. The extension could not go into the header block even if the screws were unscrewed. There were no diagnostics or troubleshooting performed. Another ins was implanted instead, the connections were okay, and the issue was resolved. No patient harm was reported. No further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified a deformed balseal spring in the implantable neurostimulator (ins) connector port which affected the insertion of a lead or extension. If information is provided in the future, a supplemental report will be issued.